Event description:
It was reported on 13-oct-2022 that the user was not responding to sounds with the device for the last 2-3 days. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on 13-oct-2022 that the user was not responding to sounds with the device for the last 2-3 days. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determined an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no information on possible further steps has been received.

Manufacturer narrative:
Conclusion: device investigation confirmed, that the implant is electronically not working within specification. However, an exact root cause for the failure could not be determined despite full analysis of the device. This is a final report.

Event description:
The user's hearing performance with the device was affected. It was reported on (B)(6)2022 that the user was not responding to sounds with the device for the last 2-3 days. The user has been reimplanted with a new device.